Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that blood sprayed on the face of the physician. The target lesion was located at the aorta. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that 1.50mm burr was not pre-connected to the advancer. Multiple runs was made with the 1.50mm burr then it was upsized to 1.75mm. Several runs were made, however a leak occurred on the tubing that connects the advancer and the console that sprayed blood on the face of the physician. It was also noted during the procedure that a non bsc guide catheter dissected the aorta. The procedure was not completed due to this reason and the patient was sent to surgery.